Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received no delivery alarm with grinding noise. The customer¿s blood glucose level was 355 mg/dl at the time of incident. The customer reported having high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, scratched reservoir tube window and stained address/serial number label.